Event description:
It was reported that during the implant attempt that the doctor felt the lead was faulty as he continued to get poor r-waves despite what appeared to be good anatomical position for fixation of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.